Manufacturer narrative:
Philips service replaced the c-arc potentiometer, reloaded software, and rebooted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a beam position error caused geometry restart on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.